Manufacturer narrative:
(B)(4). B5: describe event or problem - correction, d4: model no/lot no/expiration date/UDI - correction, g3: date received by manufacturer - additional information, g6: type of report - follow-up, h2: type of follow up - correction, h4: device mfg date - correction, h6: type of investigation - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that a missing wire occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that a wire missing occurred. The sensor was inserted into the arm on (B)(6) 2024. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).